Event description:
Analysis of the returned device found that the subject stent was broken/fractured during use and deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was received. The reported lot number was confirmed from the packaging label. The subject stent was received deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was noted to be intact, and the subject stent was able to be removed by advancing a 0.0158" mandrel from the distal end. The subject stent was broken/fractured. All 3 marker bands were present on the distal end of the subject stent. The proximal half of the subject stent was not. Functional inspection was unable to perform as the subject stent was returned in a deployed state. The as reported codes 'stent difficult/unable to transfer' and ' stent deployed prematurely during transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician prepared to deploy subject stent. When the subject stent entered the microcatheter, it became stuck at the hub of the microcatheter and could not advance further. During the physician¿s repeated adjustments, the subject stent was inadvertently deployed into the y-valve. Subsequently, the physician replaced it with a new lot of atlas. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the subject stent was received deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The subject stent was able to be removed by advancing a 0.0158" mandrel from the distal end. The subject stent was broken/fractured, and the proximal half of the subject stent was not returned. Given the event description and the condition of the returned atlas components, it is possible that the introducer sheath was initially positioned correctly but later shifted either proximally or distally before the subject stent advancement. Since the sheath was not returned, the exact direction of movement cannot be determined. Such movement could result in either partial deployment of the subject stent into a gap (proximal movement) or stent damage while passing through a deformed distal tip opening (distal movement). In both scenarios, the user would likely experience resistance while attempting to advance the subject stent through the microcatheter, consistent with the report that the subject stent became stuck at the hub of the microcatheter during the procedure. Upon withdrawal, the distal bumper of the stent delivery wire (sdw) may have slipped through, leaving the subject stent prematurely deployed inside the microcatheter. This represents one possible explanation based on the available information; however, as the stent delivery wire (sdw) and introducer sheath were not returned, a definitive root cause cannot be determined. An assignable cause of procedural factors will be assigned to as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' and as well as the analyzed codes, 'stent deformed', 'stent broken/fractured during use', and 'stent deployed prematurely during use' as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use/transfer.